Event description:
After having being implanted for approx one week following a sling procedure, the pt returned to the doctor with a report of urine leakage. The doctor examined the pt and found the mesh had split in half. The doctor removed the damaged mesh and replaced it with a new one of the same brand. The pt recovered nicely and is doing fine. The doctor stated the pt had been violently ill and vomiting from another ailment and believed this to be a contributing factor to the mesh tearing in half. No further complications have been reported.